Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint is unconfirmed and the root cause could not be determined.

Event description:
It was reported that during use the pen needle was not functioning correctly and not delivering medication fully with a bd pen ndl 32g 4mm hp 100 box fr. The following information was provided by the initial reporter, translated from french to english: a patient at the pharmacy uses them for injections and had never had any problems with the old ones. Since she uses her pen with the new needles, she can no longer carry out her injections correctly, the liquid no longer comes out of the pen or very little, in a totally irregular way.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the pen needle was not functioning correctly and not delivering medication fully with a bd pen ndl 32g 4mm hp 100 box fr. The following information was provided by the initial reporter, translated from (B)(6) to english: a patient at the pharmacy uses them for injections and had never had any problems with the old ones. Since she uses her pen with the new needles, she can no longer carry out her injections correctly, the liquid no longer comes out of the pen or very little, in a totally irregular way.